Event description:
The customer stated that the unit would not display an image on the left monitor. It began to operate after a reboot occurred. No patient injury was reported.

Manufacturer narrative:
(B) (4). The customer canceled the call. If they have any other issues with the unit, they will open another service call.